Event description:
It was reported there was no formation of plasma at the tip of the wand after connection to the controller. The procedure was successfully completed using an alternate method (cold steel). No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, an issue with one or more of the concomitant devices in use at the time of this complaint event. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.